Event description:
Caller reported that the pump battery was depleting too quickly, although it did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Cts confirmed the issue and decided to replace the pump, instructing the caller to return the problematic device using a pre-paid label within 10 days. Meanwhile, the customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery.